Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure, the device needle broke during a subcuticular closure by the surgeon. To resolve the issue, a new device was opened. There was no patient injury.